Event description:
A police department reported that their AED did not power on during a rescue attempt. They also reported that the AED had expired pads and an expired battery pack. The date of the event was not provided, and neither was any patient information.

Manufacturer narrative:
Evaluation of the log files from AED sn (B)(4) show that on (B)(6) 2021, the AED reported a service code and began flashing its red asi and chirping. On (B)(6) 2021, the AED also began reporting a replace battery warning as the battery's voltage became critically low. On (B)(6) 2021, the battery became fully depleted and was unable to sustain a power on sequence. It is believed that sometime after (B)(6) 2021, the AED was attempted to be used for the reported event and would not power on due to the depleted battery pack. The AED history shows a lack of maintenance on the AED. The AED performed as designed, no malfunctions are evident.